Event description:
As reported: at the end of the tavi/tvar, the operator insert he sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath he felt resistance, and he used force to get the manta into the sheath. After closing there was massive bleeding and the operator decided to implant a cover stent. Manta's entry was from a common femoral artery. Component involved: wire 0035 and measurement of 18f manta. Clinical consequences: the incident caused delay in treatment with no harm / complications to the patient. Additional information received on 19jan2022: during a tavr/tvar procedure, ultrasound and single access was obtained. Micro-introducer puncture was not used. Access was located mid cfa. The cfa had mild calcification. Manta depth was measured at 4cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, protamine was administered intravenously. The manta was deployed at the measured deployment depth. The physician deployed a covered stent. The patient did not receive any blood products or transfusions. Current patient condition is reported as fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR reviewed indicated during lot release, a single device exhibited a failure of the collagen deployment specification. No other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while advancing the bypass tube into the sheath hub. The physician applied force to get the bypass tube into the sheath hub. Following deployment, copious bleeding was present, and the physician deployed a covered stent to address the bleed. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no device and angiograms submitted for investigative purposes, the root cause cannot be determined. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Potential adverse events related to the deployment of vascular closure devices have been identified and include failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.